Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 29 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On july 29, 2025, the user informed senseonics that the system was displaying results that differed from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation, and an RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection showed a minimal portion of the sensor hydrogel missing, most likely caused during the removal procedure due to excessive force applied by the removal clamps, and unrelated to the user's complaint. This did not affect functional testing of the sensor, as the majority of the hydrogel remained intact. In-house testing of the returned sensor did not reveal any malfunction. A review of the in-vivo data revealed optical instability around the timeframe of the reported inaccuracy. In the associated complaint (B)(4), on 30 july 2025, the user reported yellow, red, and purple bruising at the insertion site with associated soreness. This event most likely contributed to the optical instability observed, leading to the inaccuracies. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 26 oct 2025. G3.date received by the manufacturer? 26 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4310.